Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in d8, h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: applicability of endoscopy and endoscopic treatment - if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits. ·examples of inappropriate handling - details on clinical endoscopic technique are the responsibility of trained specialists. Patient safety in endoscopic examinations and endoscopic treatment can be ensured through appropriate handling by the physician and the medical facility. Examples of inappropriate handling are described below. -the endoscope has not been designed for use in retroflexed observation in parts of the body other than the stomach. Performing retroflexed observation in a narrow lumen may make it impossible to straighten the angle of the bending section and/or withdraw the endoscope from the patient. Retroflexed observation in parts of the body other than the stomach should be performed only when its usefulness is determined to be greater than the risk that is posed to the patient. Also, do not operate the endoscope forcibly in retroflexed observation.¿ the user can reduce/prevent occurrence of the suggested event by handling device as per the following IFU statement: ¿·important information -regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. ¿please read before use - never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section. It may also become impossible to straighten the bending section during an examination.¿ conclusion: the definitive cause of the reported events could not be established. Based on the investigation findings, the following is the presumed cause: due to the patient's pre-existing conditions, (diverticulum), when the distal end of the subject device was inserted into the sigmoid diverticulum, manipulation of the device resulted in the sigmoid perforation. Information supporting this presumed cause: - the subject device had play on the angulation control knobs and insufficient angulation. Angulation lock was not occurring. - the bending section was moving. Therefore there was no obvious evidence that failure of the subject device led to the suggested event. - it was reported that there was diverticulum in patient¿s sigmoid, which contributed to the difficulty of the procedure. - therefore, the suggested event may have been due to specific condition of the patient. IFU specifies as below: - insertion/withdrawal/angulation manipulation of device with excessive force may cause patient perforation. - stop endoscopy if it is difficult to insert the endoscope. If the endoscope is continued to use, patient perforation may result. - thoroughly evaluate endoscopy¿s risks and perform procedure only when its potential benefits are greater than its risks. - retroflexed observation in parts of the body other than the stomach should not be performed (an instance of improper handling).

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer/physician. New information is reported in b5, e1, e2, e3

Event description:
New information provided includes by the physician performing the procedure: first, I want to be clear that retroflexion was not attempted or performed in the sigmoid colon. Second, I did check that the dials were working prior to case. It is obvious when a cable is broken and the dial is not working. The issue with this scope, which I realized after the perforation, is while the big dial seemed to be working, when it was rotated to the extent of its range, the tip deflection was only ~ 90 degrees, not 180 degrees. There was sigmoid diverticulosis with associated circular muscle hypertrophy and tortuosity which contributed to the difficulty of the procedure.

Manufacturer narrative:
Initial reporter occupation (other health care provider): gastrointestinal (gi)/emergency medical technician (emt) technician the device referenced in this report has been evaluated by olympus. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the suspect device reveals: olympus performed a functional inspection on the received condition and found excessive play on the control knobs. The play on the knobs is occurring in every direction. The play is also causing the angulation to measure below standards in all directions. The video scope failed the leak test inspection caused by a leak from the biopsy channel; according to estimation's inspection results. Further findings include a snaking insertion tube. Once confirming the user's report of retroflex issues, olympus proceeded to perform advanced diagnostics by pulling down the grip unit on the control body. After pulling the grip unit down, it was confirmed that the angle wires are stretched. There are no signs of fluid within the control body section. The last service event for this device was on (B)(6) 2018. The video scope was resold on december 5th, 2018. The cumulative uses amount to 917. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been reported by the importer on MDR number 2951238 - 2021 - 00403.

Event description:
It reported by the customer, during a diagnostic (screening) colonoscopy using an exera iii colonovideoscope, the patient experienced a sigmoid colon perforation said to be due to inability to retroflex the scope. The patient was transferred to the main hospital via ambulance where she was triaged in the emergency room, and later taken to the operating room for surgical closure of the sigmoid colon. The patient's current condition is reported as stable and recovering.